Event description:
A malfunction was reported on the pump, signaled by a specific error code. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller in resetting the pump, which resolved the issue, and no recurrence of the malfunction code occurred. The customer was informed to continue using the pump and advised to call back if the issue recurs.